Event description:
It was reported that during startup, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Distorted screen has been reported. No patient was involved and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that display has been replaced. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
(B)(6). Display artifacts is a failure where the user observes flickering, discoloration, blinking of the display, as well as visible lines and circles. For complaints where the "display artifacts" failure was confirmed- the root cause is "impossible to define". The following components when defective can lead to display artifacts: 12.1 lcd, 12.1 touchscreen, video generator pcba, display grounding cable, video generator to upper display cable the defects to these parts can be caused because of component reliability, pcb reliability, loose or unsecured connections, and em interference.